Manufacturer narrative:
This is a supplied item and the device history record (DHR) is at the supplier. No further information has been made available to date. Visual and functional testing were performed. Needle was examined using the unaided eye as well as 5x to 20x microscopy. No visual defects or abnormalities were found. The needle was pressurized using air to 45 pounds per square inch (psi) for 3 minutes while placed in a water bath. This test was performed 3 times. No leakage occurred. Unable to reproduce customers concern. The root cause of the issue could not be determined. Due covid-19 the supplier is not accepting complaints at this time as their facility that performs testing is shut down. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that there was a hole in tube line causing blood to drip. No patient injury reported.